Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the codes and completed investigation. The codes were unable to be selected when follow up no. 1 report was submitted, the codes are now available and have been selected. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. A search of the complaint file did not find any other report with the involved product code for the past three years. The user facility reported similar events from the same product code/lot number combination. See mdrs 3013394970-2017-00278 and 3013394970-2017-00279. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: on three separate occasions, the device was very difficult to pull out for compaction; the patient was reported to be stable; and the procedure outcome was normal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One 6 fr vip angioseal device and plastic wrap were returned for evaluation. The device consisted of an angio-seal vip device, tamping tube, and arteriotomy locator and was subjected to visual analysis. There was a blood like substance on all returned devices. The hemostatic sheath was mated with the carrier tube assembly. The device cap was in the rear lock position. There was a small portion of the suture exposed with no clear or black shrink-wrap visible. The tamping tube was completely removed from the carrier tube assembly. There was no anchor collagen returned. The inner of the tamping tube was measured to be 0.024" which was within specification of 0.024+/-.002. The outer diameter measured 0.0596" which met specification of 0.060+/-.004. To observe if any obstruction exists to prevent the tamping tube from becoming exposed, the tamping tube was inserted back into the carrier tube assembly. Dried blood like substance was found to block the proximal portion of the carrier tube assembly. The complaint could not be confirmed since the tamping tube met specification and was able to be inserted into the hemostatic sheath with the only obstruction being blood like substance. No conclusion can be drawn regarding whether operational context contributed to the reported event. If the device was inserted at a large angle then the tamping tube may have been obstructed. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.